Manufacturer narrative:
The investigation determined that a discordant (B)(6) vitros (B)(6) igm results was obtained from a sample collected from a single patient, processed on the vitros eciq immunodiagnostic system. A definitive assignable cause for this event could not be determined. The event was isolated to a specific patient sample; therefore, an unknown sample related issue cannot be ruled out as a contributing factor to the event. There is no evidence that the instrument or reagent contributed to the (B)(6) result. The definitive assignable cause is unknown.

Event description:
The customer reported an unexpected (B)(6) result for a single patient sample which had produced (B)(6) results for multiple repeat test events and for the vitros (B)(6) total assay using a vitros eciq immunodiagnostic system. Vitros (B)(6) igm result of (B)(6) versus an expected result of (B)(6). It was believed that the true (B)(6) igm status of the patient was (B)(6) based on reproducible (B)(6) results obtained from the same patient sample. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient result was reported outside of the laboratory. There was no allegation of actual patient harm as a result of this event and a corrected report was issued from the laboratory. This report corresponds to ortho clinical diagnostics inc. (Ortho). Complaint number (B)(4).